Event description:
Additional information was received. It was reported the circumstances that led to the incomplete charge and not feeling stimulation was the icon for overheating was showing and the unit would not fully charge. The patient unplugged the unit and tried the next day and it still would not show complete charge but the stimulator started to work again in their legs. It was noted the issue had resolved. No further information was received.

Manufacturer narrative:
Continuation of d11: product ID 97754 product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient met with a rep who added 3 more channels and t seems to be working now but it takes 3 hours to charge. They may need a new battery charger.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was receiving icons that state the battery was full when the battery was not full. No environmental, external, or patient factors were reported that may have contributed to the issue. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from the rep and it was reported that the cause of the event is unknown. No further complications were reported or anticipated. On 2020-jun-25 (B)(4) (con): additional information was received from the patient. It was reported that the patient had a fall on (B)(6) 2019 and since the fall he has been having issues charging their ins. It was reported that it would not charge beyond half full even though indicating that its charging with all coupling bars. Patient did not feel stimulation even though the pp showed stimulation was on. Patient stated she had an x-ray done and everything appeared to be fine. No further complications were reported/ anticipated.